Event description:
It was reported that balloon rupture occurred. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. The inflation was enough to complete the procedure and no patient complications were reported.